Event description:
Procedure: esophgastrectomy. According to the reporter: the physician described that when he was closing the eea21 while connected to the anvil from the orvil 21 the anvil tore through the esophagus next to the staple line. The staple line remained intact. A thoracic physician was called in to perform thoracotomy to re-anastomose the esophagus to the stomach. Unanticipated extension of the incision by more than one inch. Blood loss of 500 cc's. Surgery time was delayed 3.5 hours.

Manufacturer narrative:
(B)(4)